Event description:
Pt was found undoing wrist restraint. Pt had removed central line. Staff found 2 1/2 - 3 inches of central line catheter and was unable to locate the rest of catheter. The pt required surgery to remove the rest of the central line.